Manufacturer narrative:
(B)(4)

Event description:
The customer complained of an erroneous low result for 1 patient sample tested for elecsys pth stat immunoassay (pth stat) on a cobas e 411 immunoassay analyzer. The initial pth stat result on the e411 analyzer was 22 pg/ml. This result was reported outside of the laboratory. The sample was repeated on the same analyzer and the result was 50.0 pg/ml. The repeat result was believed to be correct. The customer also repeated the sample as pth (not stat) on a cobas 8000 e 602 module and the result was 54 pg/ml. No adverse event occurred. The pth stat reagent lot number was 26050002 with an expiration date of 31-dec-2018. The field service engineer (fse) visited the customer site and did not identify any issues. Instrument performance testing was completed and the customer ran precision testing. The instrument tests were within specification and the precision results looked good. Calibration and qc were within their established ranges.

Manufacturer narrative:
No issues were identified during a review of the alarm trace. The customer's centrifugation time of 3 minutes at 4500 rpm is determined to be very short with a too high speed. The investigation was unable to find a definitive root cause.